Event description:
It was reported that the patient¿s blood pressure baseline was noted to be elevated at the start of the procedure. The femoral venous access was gained and the right ventricular outflow tract - (rvot) was mapped with no earliest site found during ventricular ectopic beats (veb). The patient complained of chest pain throughout the procedure. No ECG changes were observed. The intracardiac echocardiography (ice) catheter in situ initially showed that the pericardial space was clear. Sl glyceryl trinitrate (gtn) was administered. Femoral arterial access was gained (8f sheath only) and ao cusps and left ventricular outflow tract - (lvot) (retro ao approach) were mapped, earliest sites found at left coronary cusp (lcc). Ablation was performed at earliest sites via anterograde ao cusp site and in lvot at the adjacent site. Further chest pain was experienced during left sided access,reaching 7/10 following mapping and ablation. The ice catheter showed a pericardial effusion. Catheters were withdrawn and a pericardiocentesis was immediately performed. 150ml of bloody fluid was collected. During the procedure, the patient received a total of 5l of IV fluids. The pain did not resolve. The patient became increasingly distressed, complaining of pain radiating to the patient¿s back. There was a met call due to thoughts of possible ao dissection. No dissection or region of escape was noted on ice or transthoracic echocardiogram (tte). The patient was sedated by met anaesthetist. An ao gram was performed and no evidence of ao dissection was noted. The patient¿s blood pressure stabilized and tap remained in situ.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: distributed - acunav catheter: mfg #: m-5723-06, lot #: OEM_m-5723-06; st. Jude medical - quad catheter; bard ¿ deca cs catheter. (B)(4). The patient woke up and the pain was resolving. There were anticoagulation issues throughout the case. 4000 iu heparin was administered prior to left sided access. Act was checked = 140 sec. Cannula found to be fallen out / tissued. Further 3000 iu was given by the physician. Act taken during mapping returned at 540. Protamine was given as soon as effusion was noted. Final act was taken towards the end of procedure. Results could not be obtained upon asking several staff members. The stockert generator was in temperature control mode, as appropriate for the smart touch bidirectional catheter. It was set at 35 watts with a max temperature cut off setting as 48°c. The fluid was irrigating at 30 ml/min as per the IFU at 35w. A total of 8 radiofrequency applications with up to 33g force were noted during the ablation. There were occasional ¿high force¿ readings (over 50g) during mapping, corrected immediately on feedback from carto representatives. The case was discussed with the physician afterwards and he noted that at no stage did he get tactile feedback on the perforation. Unsure if the issue was with the right ventricle (rv) apical catheter, ice catheter or the ablation catheter. There was no evidence of perforation on ice or transoesophageal echocardiography (toe), nor during ao-gram. The patient left the lab in stable condition. An 11f sheath was used with the acunav catheter; 6f sheath was used with the quad (jsn st jude medical); 7f sheath was used with the deca cs catheter (bard); and an 8f sheath was used with the smart touch ablation catheter. Upon request, additional information was provided on the event. The procedure was a catheter ablation of ventricular tachycardia. The patient was kept over the weekend and discharged on post-procedure day # 3. The patient outcome of the adverse event is fully recovered. The prognosis for the patient is that she may require further attempts of vt ablation if medical therapy remains sub-optimal. The physician¿s opinion on the causality of the adverse event is that it was possibly procedure related.